Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD)&#1288;e patient has inhibition of pacing when swimming I n the deep end of local swimming pool. The patient complains of dizziness and feeling lightheaded while at the deep end of the pool while swimming lengths. Electromagnetic interference episodes were recorded while the patient swam in a pool. Follow up information indicated the patient had seen physician. Pool owner was advised to check the pool. Patient was advised to not swim. No other issues reported. The ICD remains in use, and no patient complications have been reported as a result of this event.